Event description:
It was reported that an MRI was ordered by a physician treating the patient for neck pain. When the patient was first put into the MRI before the scan started she complained of tingling in her legs. It was confirmed that the ins was off, and the patient was put back into the MRI. The patient did not have any complaints during or immediately after the scan, but later started complaining of severe pain in the back and legs. X-rays were taken and showed the leads were in same position as originally implanted. Reprogramming was done, but the pain persisted. The patient was given steroids which helped pain. The patient eventually got normalized pain but said the battery was not holding a charge for more than a couple days. The patient was scheduled for a battery replacement at that time. It was reported that the patient was unable to attain stimulation in needed area.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of implantable neurostimulator (ins) found no significant anomaly. The battery had reduced capacity due to overdischarge. The ins was found to be in an overdischarged state; however, after the telemetry was restored using the physician mode recharge, the ins worked properly and passed all tests. A recharge interval test was done at specific parameters and the ins battery lasted the expected time from a full charge to the lock mode. According to the trace report taken from the ins, the last recharge of the ins while still implanted was on (B)(6) 2012 for 6 hours and 33 minutes. This brought the battery voltage up to 3.920 volts. The output was on continuously from (B)(6) 2012 at which time it went into the lock mode. It was not recharged again until it was done during analysis. According to the trace report, it appeared that there was less than optimal coupling that was being achieved during recharging. Of the five recharge records shown while the ins was implanted, three showed 0 bars of coupling 5-7 minutes into the recharge session, one showed 4 bars of coupling, and only one showed good coupling at 8 bars.

Manufacturer narrative:
(B)(4). Lead: model 3778-45, serial# (B)(4), implanted: 2011 (B)(6), explanted: na; lead: model 3778-45, serial# (B)(4), implanted: 2011 (B)(6), explanted: na; programmer: model 37743, serial# (B)(4); recharger: model 37752, serial# (B)(4), analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.